Event description:
It was reported that a wearable failure occurred. On (B)(6) 2025, the patient woke up and got out of bed. She looked at her cgm device and saw that her wearable had failed at some point overnight. The patient, unaware that she was hypoglycemic, attempted to walk to bathroom and fell to the floor. Due to the fall, the patient suffered a black eye and several bruises. The patient did not lose consciousness, but she remained on the floor for approximately one hour before she could crawl back to her bed and call 911. Emergency medical services (ems) arrived and her bg meter reading was taken, but the patient could not recall the specific value. She was treated with (2) glucose gels and orange juice. The patient recovered at home and was not taken to the emergency room. The patient was ¿okay and back to normal¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.